Event description:
It was reported that the device was smoking. No patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal was broken. The returned device was tested using a known good compatible wand which was found that during the startup process the following error message appeared on the screen; ¿system hardware fault¿. During the time the controller was turned on there were no signs of smoke coming from the unit. The smoke was more than likely coming from another device used as part of the system. The sd card information was downloaded and the information shows the following error/s: 1. Error code 5 ¿ multiple buttons or foot controls have been pressed simultaneously 2. Error code 16 - system hardware fault the complaint was verified and the root cause was determined to be due to hardware failure. Factors which can lead to system hardware fault include: 1. There could be a software issue causing the unit to malfunction. 2. There could be an issue with the hardware. 3. There may have been an issue with another device used as part of the system. There were no indications to suggest the device did not meet product specifications upon release into distribution.